Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the ac cable was tangled around rollers. The fse removed and repaired ac cord reel and tested the reel to ensure that ac power cord fully retracts into unit. The fse performed all functional, pneumatic, and electrical safety tests which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that after patient use, the cardiosave intra-aortic balloon pump (iabp) ac cord will not retract into cart. There was no patient involvement.